Event description:
At the end of the cardiac cath case with pci and anticoagulation closure device was used and failed. Exoseal was attempted but met resistance but able to insert but did md was not comfortable with delivery. Falled and femostop device used to control until anticoagulation worn off. Angiomax with 2 hour half life.